Manufacturer narrative:
Additional information received reported that when the device was removed from the patient, no damage was noted and the delivery system was locked. The patient underwent a secondary intervention. A valiant captivia (vamf4040c200te) was successfully implanted and the patient is in good condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was inserted but not implanted in a patient for the endovascular treatment of a 72mm thoracic aortic aneurysm. It was reported that during the index procedure due to a tortuous iliac artery, there was difficulty in passing the device past the iliac artery. After the device was advanced past the iliac it progressed without a problem. It was noted that the sheath of the delivery system would not retract/was locked and so the device could not be deployed. The entire stent graft delivery system was removed from the patient, and the procedure was cancelled. It was noted after removal from the patient that the delivery system still could not be retracted. It is planned that further intervention with the implantation of another valiant device will take place on an unknown date. As per the physician, the cause of the event is currently unknown. No additional clinical sequelae were reported and the patient is fine.